Event description:
It was reported the patient had severe altered mental status, photophobia, and headaches with associated visual hallucinations. The patient was hospitalized. It was said. The patient had a urinary tract infection as well, and was treated with antibiotics, which were stopped on (B)(6) 2013. The patient had a CT scan of the brain, as well as laboratory work done. The results were reported on (B)(6) 2013 that the CT scan showed no acute findings and the blood work showed no evidence of active infection. The event was said to be possibly related to the device and/or therapy and/or the implant procedure. The event was said to be ongoing. The pump was last reprogrammed on (B)(6) 2013. The pump was used to deliver hydromorphone, bupivicaine, and baclofen.

Manufacturer narrative:
Product ID 8835 lot# serial# (B)(4); product type programmer, patient product ID 8781 lot# serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).

Event description:
Additional information was received. It was reported that the event resolved without sequela on (B)(6) 2013.

Manufacturer narrative:
(B)(4).